Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation: product review of the air dermatome (B)(6) by dover on 12 march 2020 revealed that the device did receive power when removing the unauthorized adaptor from the hose. The rpms were in specification but on the low side. The calibration was out at all readings. The device hasn¿t been serviced for 7 years. Product repair: repair of the device was performed by dover on 12 march 2020 which included replacement of the following: motor, bearings, planetary carrier, eccentric shaft, reciprocating arm, and other various parts additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. The root cause of the reported issue is attributed to an unauthorized adaptor being used. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit had no power. During testing prior to surgery there was minimal power to the device. A second zimmer dermatome was obtained and worked properly. No adverse events were reported as a result of this malfunction.